Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and was unable to duplicate the reported problem. The system operates as intended.

Event description:
The customer reported that the 7700 system would shut down while the image was being acquired. No pt injury was reported.